Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer had an e226 scope communication error during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to correct information from initial report. Corrected fields: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.